Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws were clamped. The proximal end of the reload adapter was broken. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This condition may occur due to over flexure of the reload while attached to the instrument. The evaluation detected an unreported condition: partially applied. Visually, the reload was partially applied. The product analysis noted evidence that the device was not used as intended. The partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic surgery (vats) wedge resection procedure, there was lo ading difficulty with one of the purple reloads. While stapling the lung, using another purple reload, it fired past the staple line, which caused slight bleeding in the tissue. This reload did not fully open either. Additionally, a reinforced black reload had loading difficulty and could not be removed from the adapter. To resolve the issue, a manual handle and reload were used. Medtronic's evaluation found that the reload was partially applied.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, (sn: (B)(6) ); egia60amt egia60amt egia 60 artic med thick sulu (lot unknown); egia60amt egia60amt egia 60 artic med thick sulu (lot unknown); sigphandle sig power sigphandle handle (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.